Event description:
It was reported that a shower chair collapsed under the user during a shower. The user fell and hit her head on the ground and sustained a hemotoma. A CT scan was performed and it was negative for a subdural hematoma. No additional information is available.